Event description:
It was reported the patient presented for an implant procedure on (B)(6) 2023. On (B)(6) 2023, a pseudoaneurysm was noted at the introducer entry point. On (B)(6) 2023, surgical intervention was completed to resolve the issue. The patient was stable.